Manufacturer narrative:
This event occurred in (B)(6). Phone (B)(6). Fax number (B)(6). The customer's calibration and qc data were ok. The investigation is ongoing.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results for one patient tested on a cobas 6000 c (501) module. The patient's initial result was not reported outside the laboratory. The customer performed repeat testing on the same analyzer for confirmation due to the patient's other parameters recovering within the normal range. At 16:16, the patient's initial creatinine result was 6.090 mg/dl. At 16:35, the patient's repeat creatinine result was 0.861 mg/dl. The creatinine reagent lot number was 476244 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer performed a hardware check. He replaced various parts and performed system adjustments, checks, and cleanings. After service, he performed qc was acceptable results. The investigation reviewed the customer's alarm trace and no abnormalities were discovered. The investigation determined the service actions resolved the issue.